Event description:
A peritoneal dialysis (pd) patient reported that they received a patient line is blocked softa alarm during drain 1 of 4 of their pd treatment. Upon follow up, a patient contact reported that a peritoneal dialysis (pd) patient was in the hospital. The patient contact stated the line coming from the patient's stomach is the issue. Attempts to obtain additional information were unsuccessful. Based on the information reported by the patient contact, the pd catheter (not a fresenius product) is the issue related to the patient hospitalization. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).